Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no damage to packaging found. During functional testing, the castor wheels were inspected and the welds looked solid but the axils of the castors were at an angle. The root cause of the reported issue was found to be the device was manufactured this way; the customers issue was confirmed. No actions have been taken.

Event description:
It was reported that the base unit has a bent weld which makes the rolling castors unable to roll. No patient injury was reported.